Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image. The issue occurred during inspection for use for an unknown procedure. There were no reports of patient [harm/involvement].

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: b5.

Event description:
It was reported the gastrointestinal videoscope had no image. The issue occurred during inspection for use for an unknown procedure. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: b6, b7, e1, e3, g2, g4 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: preventing image display. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction, including the issue that prevented image display, was the corroded plug unit. The conclusion was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.